Manufacturer narrative:
Tracking # (B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The blade of the device broke and fell into the patient. The blade was retrieved without difficulty and another like device was used to complete the procedure. No patient consequence.

Event description:
It has been reported by the biomed that during an unknown procedure the device has broken. More information is coming because he could not get all information with the surgeon. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4).